Event description:
A us distributor reported that a patient reported a damaged electrode belt and damaged monitor case.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b"  the root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt. Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.